Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity I anti-hcv results on multiple patients that negative on nat. The results provided were: sid (B)(6) initial=1.15 s/co (> or = 1.00 s/co=reactive)) /repeated=1.07 and 1.16 s/co /nat=negative; previous history=negative (no actual results provided) /repeated after re-centrifugation on (B)(6)=0.50 and 0.51 s/co (< 1.00 s/co=nonreactive) /repeated on (B)(6)=reactive (no actual result provided) /replaced the reagent and repeated=0.08 s/co sid (B)(6) initial=1.12 s/co /repeated=1.18 and 1.12 s/co /nat=negative; previous history=negative (no actual results provided) / after re-centrifugation on (B)(6)=0.51 and 0.50 s/co /repeated on (B)(6)=reactive (no actual result provided) /replaced the reagent and repeated=0.11 s/co there was no reported impact to patient management.

Event description:
The customer observed false repeat reactive alinity I anti-hcv results on multiple patients that negative on nat. The results provided were: sid (B)(6), initial=1.15 s/co (> or = 1.00 s/co=reactive)) /repeated=1.07 and 1.16 s/co /nat=negative; previous history=negative (no actual results provided) /repeated after re-centrifugation on (B)(6) =0.50 and 0.51 s/co (< 1.00 s/co=nonreactive) /repeated on (B)(6) =reactive (no actual result provided) /replaced the reagent and repeated=0.08 s/co. Sid (B)(6), initial=1.12 s/co /repeated=1.18 and 1.12 s/co /nat=negative; previous history=negative (no actual results provided) / after re-centrifugation on (B)(6)=0.51 and 0.50 s/co /repeated on (B)(6)=reactive (no actual result provided) /replaced the reagent and repeated=0.11 s/co there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) observed the internal flushing of the r1 valve, syringe was inconsistent and intermittent. The fse replaced the valve, syringe (7-77030-10) which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. A review of trending data associated with the valve, syringe (7-77030-10) did not identify an increase in complaint activity. The alinity ci series operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customers issue. A review of historical data for the alinity I processing module did not identify any trends with regards to the current issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I analyzer, serial number (B)(6) or the valve, syringe (7-77030-10).